Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received from medtronic indicated that the insulin pump had unexpected power loss error alarm. The customer stated that they changed the battery many times but the alarm was unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having unexpected battery power loss on event date of 20-nov-2021. Tested with a test p-cap and the test p-cap locked in place properly. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on 11/22/2021 09:00:00.000 and no notable low battery alert pump history. The power management graph confirmed pump error 25 and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and moisture damage was found on pcb1 and pcb2. The following were noted during visual inspection: scratched case, scratched lcd window, pillowing keypad overlay, moisture damage. Unexpected battery power loss confirmed. Battery lasts less than expected not confirmed, however moisture damage was noted. Pump error 25 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.